Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that there had been a volume discrepancy where the expected residual volume was 12cc, but only 2cc came out. The reporter thought that the refill, at which the doctor pointed it out to him, had occurred on (B)(6) 2014. It was stated that it was either programmed wrong or it was something else, but the patient was sent on his way. The physician had the concentration high enough that the patient¿s refill interval was always six months. It was also stated that the patient experienced a burning and stinging sensation over and all around the pump location following refill sessions; however, it was unknown if a procedure issue had caused the problem. In (B)(6) 2014, a nurse was teaching a new person how to do refills and had said that the patient was ¿going to be a complicated one.¿ at that time, patient started feeling stinging in the whole area around the pump for about two to three months. The area stayed bruised and it looked like someone had punched there. It was sometimes tiny, but sometimes it looked like there was bruising all over. It was also noted that the patient had had withdrawals in the past from a day or two short of getting medicine. The first time it happened, the stinging was going into the pump and the girl who was pumping it in slowed down and that took care of it. It was stinging so badly that it felt like yellow jackets were stinging in there. It was indicated that the physician said it was in there; he pulled it out and put it back in there again. When the nurse went to push in on the plunger, there was no more stinging. It was indicated that patient thought that it was coming back out. During the second refill, the stinging wasn¿t as bad. What bothered the patient was that the stinging stayed there and he was constantly bruised. The patient had been experiencing stinging for several months, but was told by the healthcare provider (hcp) that they had nothing for it. Fifteen days later, it was reported that there had been previous volume discrepancies in the managing physician¿s office during refill. At the time of report, there was no patient injury. Four days after that, it was reported that the patient had experienced burning at the pump site and a loss of efficacy. At the time of report, to the best of the reporter¿s knowledge, the patient was receiving effective therapy, but still worried about motor stalls and pocket fills. It was also noted that a catheter revision and replacement had been performed. Refer to manufacturer report #3004209178-2014-08880 for details pertaining to the catheter revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2014.

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing is required per the CAPA team. The return product analysis (rpa) finished out the destructive analysis. No new/additional anomalies found during destructive analysis. Analysis is complete and analysis coding will remain unchanged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump fluid path found significant damage to reservoir septum while implanted, the septum was not leaking.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: as of (B)(6) 2014, the pump volume had not been rechecked. The patient stated "the past 20 days are the best 20 days" he's had. The patient wrote a letter to his physician as he was worried about his pump and overinfusing. On (B)(6) 2014, a cap (catheter access port) dye study was done and was found to be negative. The pump volume was checked and the actual residual volume (0 ml) was less than the expected residual volume (24ml). The patient had no underdose, withdrawal or overdose symptoms. The pump was not refilled. They were planning to replace the pump.

Manufacturer narrative:
Long term infusion testing was performed. The test data did not change analysis coding.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID n EU_unknown_cath, implanted: (B)(6) 2014, product type: catheter. Product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The following information was previously captured in a different event [it was indicated that, at the time of report, the patient was feeling a return of symptoms. The symptoms of withdrawal were starting and the reporter stated that they would be worse that evening. It was stated that the pump had been filled in (B)(6) 2014 and was acting like it didn't have any medication. The reporter stated that the medication was gone because the patient had diarrhea and shakes. It was noted that the pump did help and the personal therapy manager (ptm) got him through a few days or so. The ptm showed no error codes and the patient's next refill date was shown as (B)(6) 2014. It was noted that a dye study had been mentioned, but had yet to occur. The device system was used to deliver fentanyl and dilaudid. It was reported that, one monday morning, the patient was experiencing flu-like symptoms and sweating. He took one of his 30mg oral pain medications; however, after taking it, he vomited. Subsequently, the patient took more oral medication to compensate for the lack of medication from the pain pump. He ran out of oral pain medication faster and the physician then had to switch his oral medication back to morphine which had worked better one week earlier. It was indicated that, during this time, the patient had been going through withdrawal and had been cramping. He had not realized because he was increasing his oral pain medication. It had reportedly felt like his "pre-pump days". It was noted that the patient had an appointment scheduled with the physician on the upcoming monday to possibly increase his oral pain medication.]. It was determined upon additional review this information belonged in this event. Any additional information received will be reported under this manufacturer report number (#3004209178-2014-09091). Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or device manufacturer representative. They had an appointment date of (B)(6) 2014. No further information was provided. It was further reported a volume discrepancy occurred. The actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0ml while the erv, which was confirmed via telemetry strips provided, had been 27.1ml. It was reported there was also a discrepancy at a pump refill on (B)(6) 2014 where the erv was 16.3ml and it was "off by about 10ml". The hcp was reportedly planning to fill the pump on (B)(6) 2014 but the device manufacturer representative wanted to present options to the hcp. It was also reported the patient had started hurting more over the weekend, presumably due to the pump reservoir running empty. It was noted there were no pump alarms and the pump logs showed no issues. The pump had been checked on (B)(6) 2014. At the time of this report the device system delivered fentanyl and hydromorphone. Telemetry strips were also provided from when the pump was examined at (B)(6) 2014. At that time, the device had also delivered hydromorphone and fentanyl. The erv per the strips was 16.3ml while only 4ml was removed (arv). It was later reported that the patient was going through "many issues with my pump and if it were not for the availability of the manuals my medtronic representative would still think that running a pump empty will not harm it". The patient had reportedly told the device manufacturer representative that he read the manuals and they stated that a pump should not be run empty for extended periods of time. The representative reportedly didn's believe the patient and later in the same day contacted the device manufacturer and found out the patient was correct. This was reportedly the second time the patient had more knowledge than the device manufacturer representative or hcp. It was reported that after the patient's catheter surgery (refer to manufacturer report # 3004209178-2014-08880) the patient brought up the issue of the pump reading the amount of medicine being wrong from what was aspirated during a refill. The patient was told the programmer showed plenty. The patient then reportedly tried to explain that the pump only knew what was in it by what it was told and that if a pocket fill occurred it would not know. Once again the patient was not believed. It was reported "since it was short before I was concerned that it may happen again. I finally convinced the arnp to do an aspiration". The arnp agreed once the surgery site had time to heal. It was then done on (B)(6) 2014 at which time the erv had been "24" while the arv was 0. It was then reported "so I go back in today ((B)(6) 2014) to have it filled". It was also reported "now you know why I want to educate myself on every detail and aspect of my pump to include the restricted sections of www.medtronic.com. No one else involved with this wants to do this so to be pro-active and safe I must do so&#56224;it was further reported when the pump was refilled on "2014 (B)(6) the pump was short 10 or 12 ccs". The patient reportedly experienced a burning/stinging sensation when the pump was being filled. This happened three times total, on (B)(6) 2014 and six months prior to that date. On (B)(6) 2014 when the hcp was filled the pump and when the patient felt the tingling, the hcp slowed down the injection of the medication and the tingling stopped. During the refill prior to the refill in january, there was "such a bad stinging pain" the patient had to ask the arnp to stop putting in the medication. The arnp then slowed down and the stinging went away. It was also reported they checked and there was not a pocket fill. It was then reported "the whole thing started in (B)(6)". Late in (B)(6) when the patient was moving and put a heavy television right on the pump. A week later, his pain returned and he had new pain and went through withdrawal. This was when the patient thought the catheter broke as well (refer to manufacturer report # 3004209178-2014-08880 for the catheter event). It was reported the patient had a new pain on his right side ever since the catheter broke. It was then reported on (B)(6) 2014 when the pump was aspirated the erv had been 24.6cc while the arv was 0. It was confirmed the patient hadn't heard any alarms. It was then reported when the pump was aspirated that day, they didn't have any medication to put in his pump so they refilled it the next day on (B)(6) 2014 as previously reported. The hcp was reportedly going to aspirate the pump again on (B)(6) 2014 to see if it is accurate. It was noted an arnp does the patient's refills. It was also mentioned that the patient had oral medication "issues" but details were not provided. It was then reported the patient's pump "might be one of the ones that is over infusing". It was lastly reported "they had difficulty finding the port on monday" when referring to the aspiration that occurred on (B)(6) 2014. It was confirmed the patient's drug information hadn't changed and that fentanyl and hydromorphone applied to the event. It was then reported as of (B)(6) 2014 no additional troubleshooting or other actions in regards to the volume discrepancy had been done. The cause of the discrepancy was not determined. To the best of the device manufacturer representative's knowledge the patient was "doing ok". No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.